Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Customer declined troubleshooting, or to provide additional information regarding the cartridge alarm. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 29 mg/dl. Reportedly, customer's received a low insulin alert indicating the cartridge was low on insulin. Customer mistook notification to mean that customer did not have enough insulin in body. Subsequently, customer delivered a bolus. Reportedly, customer required assistance from parent to treat bg via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.